Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were intermittent alerts. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Video was provided for investigation. Confirmation of the allegation and probable cause was undetermined via video inspection. Data was evaluated and the allegation was not confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.